Event description:
It was reported that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced syncope while playing football. The patient then received several rounds of CPR before the s-ICD delivered a shock. Review of the device data determined that the patient rhythm was variable right around the conditional zone. Once, the patient rhythm got to 200 beats per minute the device delivered the shock. There were instances of both undersensing and oversensing associated with the rhythm being at about 180 beats per minute. Rhythmcare then recommended lowering the shock zone for this patient. No adverse patient effects were reported.